Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was implanted on (B)(6) 2014 in their left eye and became displaced. The iol was explanted in a secondary procedure on (B)(6) 2014. It was stated that a new lens was placed in the sulcus. The replacement lens was the same model za9003; however, with a 20.0 diopter. The incision was not enlarged to remove the iol. No further information was provided.